Event description:
Additional information became available that this device was explanted. To date, no additional adverse patient effects have been reported.

Event description:
--

Event description:
Boston scientific received information that patients device is exhibiting a longer than expected charge time of 15.1 seconds along with monitoring voltage of 2.64 volts. Boston scientific technical services (ts) was consulted to see what elective replacement indicator (eri) indicators were. Ts suggested that normal device follow up is recommended, and that currently the charge times are within normal specifications. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.